Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID 3889-28, lot# va0a9u0, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the prior week when the patient went in to see her healthcare provider, her setting was changed from program 3 to program 2 at 1.1 volts. It was noted that since that change, the patient had been feeling pain on the whole right buttock where the implant was located. It was reported that whether the patient sat, stood, or walked it hurt. It was noted that there was also a tingling sensation on the patient¿s right big toe and second toe and it went up. The patient turned the device down to 1.0 volt and it didn¿t help. The reporter stated that the patient called her healthcare provider two days prior and was told to turn the device off, she turned it back on per their instruction the day of the report, and it still hurt. It was reported that the patient didn¿t know if program 3 was working and that may be why it was changed, she didn¿t know. The patient wasn¿t sure if she should change the setting and the healthcare provider said to leave it. It was noted that the patient would call her nurse to see what she should do. It was later reported that the cause of the event was the lead fracture and there was a fracture affecting contacts or electrodes 1/0. It was noted that the lead and implantable neurostimulator (ins) were removed on 2014 (B)(6). The patient outcome was noted as non-serious illness/injury. Additional information has been requested but was not available as of the date of this report.